Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that the clips were "escaping" from the jaw. The clips were not closing properly. There was no adverse consequence to the pt. The surgical procedure was completed with another device and without problems.